Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was implanted in a sub-pectoral position, displayed noise on the right ventricular (rv) rate/sense (r/s) and shock channels. The noise was oversensed and a shock was delivered. There were multiple non-sustained episodes stored in the arrhythmia logbook. Noise was reproducible via isometrics. Stored data revealed shock impedance was >125 ohms. Impedance varied with manual testing but out of range measurements were confirmed via isometrics during manual testing. Technical services (ts) discussed that it could be a lead issue, a setscrew/connection issue or a device header issue as the device is part of the subpectoral implant advisory, originally communicated in 2009. Ts suggested an x-ray to assess the integrity of the lead although an invasive evaluation would likely be necessary. No adverse patient effects have been reported. Additional information received states that they the physician had programmed shock therapy off and the system remains in service.

Manufacturer narrative:
An invasive evaluation was planned. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.